Event description:
The customer stated that the insulin pump was going into the suspend mode by itself. The customer also stated that she was taken to the emergency room for high glucose levels. The customer reported a blood glucose reading of 290 mg/dl during the phone call. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.